Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to 300 mg/dl. It was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition the pod failed to adhere and reportedly the cannula had become dislodged from the infusion site (abdomen). The patient reports the pod was leaking at the pod infusion site at the base of the cannula. As treatment, the patient administered a manual shot of insulin.